Event description:
Caller reported a tandem mobi cartridge alarm, which resulted in the customer's blood glucose rising to 504 mg/dl. The customer administered a correction bolus via the pump to address the high blood glucose level and did not require assistance from a third party. Technical support confirmed the cartridge alarm and advised the customer that a replacement pump with updated software would be sent. The customer was instructed on how to return the faulty pump and to program settings into the new device. A backup therapy plan using multiple daily injections (mdi) was established to ensure continuous insulin delivery.